Event description:
Additional information was received stating that the vns patient¿s infection was at his generator site.

Event description:
It was reported that the patient has a (B)(6). The patient's parents are refusing to have the vns system explanted because of how well the device has worked thus far. The patient is currently being treated with antibiotic therapy in the pediatric intensive care unit. No additional relevant information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.